Event description:
According to the reporter, a surgeon was inflating a distention balloon and the balloon was found to have a hole in it, therefore not inflating. No patient was injured, another balloon was used and the problem did not reoccur.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/31/2015.

Manufacturer narrative:
(B)(4).